Event description:
It was reported that during a vats lobectomy procedure, an air leak occurred post operatively from a case where powered echelon 45 was used. Unknown if there were no patient consequences. Device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Per the sales rep: were there any difficulties encountered during the initial case? No. Was the patients hospital stay extended? No. On what tissue type was the device used? Lung. At what location on the tissue? Vessels and lung. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No radiation. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? At the end. During which stroke did the event occur? Na. What color cartridge was being used? Green and white. What other color cartridges were used before and after this event? Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes other staple lines. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.